Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson the devices 30 psi occlusion values were adjusted from 251 to 211. A hex file was requested and the 30 psi occlusion failure was successfully resolved by recalibrating the 30psi calibration value. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson the devices 30 psi occlusion values were adjusted from 251 to 211. No patient involvement was reported.